Manufacturer narrative:
The device was evaluated by resmed technical service. The eval confirmed that the device screen was flashing. The device is currently being returned to the mfg facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The investigation determined that the flashing screen issue was most likely due to a defective lcd module. Resmed's risk analysises for this failure mode concludes that the risk is acceptable. (B)(4).